Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was 318 mg/dl at the time of incident. Drive support cap appears to be normal. The customer did not report motor position encoder alarm. The customer stated that they were not able to rewind the insulin pump. Troubleshooting was performed. Displacement test pass. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.